Event description:
The customer reported the system is having difficulty moving down. A pt was involved. A spine procedure was being administered during the time of the event. No injuries were reported.

Manufacturer narrative:
The ge svc rep checked the system and found the issue to be intermittent. The c-arm will move up correctly but at time will not move down. The rep replaced the assembly, power supply, and mainframe for the lift motor issue. He also replaced the hard drive and reloaded the software for the slow database issue. The rep found the hand control cable stretched out and dragging on the floor. He replaced the assembly, hand control, and 4 buttons. The overall system is operating as intended.